Manufacturer narrative:
The insulin pump was received with broken off end cap. The motor wire connector was not plugged in properly with the interface board component. The motor error alarm and motor -position encoder error alarm could not be verified due to broken off end cap and motor wire connecter unplugged. The motor passed the motor test. The device also had a scratched display window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and the end cap broke off and the motor wires came out. The blood glucose at the time of the incident was 92 mg/dl. The customer also reported that the insulin pump alarmed motor error and motor position encoder error. Troubleshooting was not performed. The device was returned for analysis.